Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on information reviewed, in this case, reported positioning failure was related to patient morphology/pathology. The reported tissue damage was related to procedural conditions (multiple grasping attempts were believed to have damaged the leaflets). The worsening mitral regurgitation (mr) was a cascading effect of the tissue damage. A definitive cause for death cannot be determined in this case, however death is most likely a cascading effect of the patient condition (last-ditch effort to treat the patient as they were extremely sick and had bad lungs). Additionally, the reported patient effects of tissue damage, death and worsening mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report death, tissue damage and worsening mitral regurgitation (mr). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. It was noted that this procedure was a last-ditch effort to treat the patient as they were extremely sick and had bad lungs. Also, the patient had mitral annulus calcification (mac), potential calcium on both leaflet and an enlarged left atrium (la) that sat horizontal in the chest. An ntr clip (00701u145) was inserted and grasping was performed. However, after two grasping attempts, mr worsened. Grasping continued to be performed, but the leaflets were unable to be grasped. It was noted that due to the multiple grasping attempts, it was believed that damage occurred on the leaflets, causing mr to increase to a grade of 4. The physician decided to remove the clip and replaced it with an xtr clip (00227u142). The clip was inserted, but due to the integrity of the leaflets tissue, the leaflets were unable to be grasped; therefore, the clip was removed. Imaging was noted to be difficult throughout the procedure. The procedure was then discontinued. Two days later, the patient passed away due to an unknown reason. It was noted that the patient was able to be extubated after the procedure, but then struggled. The patient was then re-intubated but passed away shortly after. The physician was unable to determine if the tissue damage caused by the first clip contributed to the patient death. No additional information was provided.